Event description:
Immobile for 2 months [immobile]. She wants to give up on life [feeling of despair] . Severe pain ever since/extreme pain [pain aggravated]. Crying all day long [crying]. Horrible reaction to synvisc [unevaluable event]. Case narrative: initial information received from united states on 06-jun-2019 regarding an unsolicited valid serious case received from a nurse (patient's daughter). This case involves an approx. (B)(6) years old female patient who experienced being immobile for 2 months, wants to give up on life and severe pain ever since/extreme pain, crying all day long and horrible reaction to synvisc while using the medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection, dosage unknown via unknown route (with an unknown batch number) for unknown indication. The information on lot number was requested. Reporter stated that her mother has had a horrible reaction to synvisc on an unknown date. Since an unknown date in 2019, unknown latency after use of hylan g-f 20 and sodium hyaluronate, the patient had been immobile for 2 months and can't seem to get the synvisc out of her system. The patient's daughter thought her mother had three injections and her mother had been in such severe pain ever since and is immobile then. She stated that her mother was a fighter but now she was crying all day long because she was in pain and she wanted to give up on life. She stated that her mother was in extreme pain. They had tried everything and had been to multiple mds including an orthopedic doctor and a rheumatologist but could not figure out what to do and nothing was working. The event of immobile for 2 months was medically significant and caused disability. Final diagnosis was immobile for 2 months, horrible reaction to synvisc, crying all day long, severe pain ever since/extreme pain and she wants to give up on life. It was not reported if the patient received a corrective treatment. Outcome- unknown for all events. A product technical complaint was initiated and results were pending for the same.

Event description:
Immobile for 2 months [immobile] she wants to give up on life [feeling of despair] severe pain ever since/extreme pain [pain] crying all day long [crying] horrible reaction to synvisc [unevaluable event]. Case narrative: initial information received from united states on 06-jun-2019 regarding an unsolicited valid serious case received from a nurse (patient's daughter). This case involves an approx. 72 years old female patient who experienced being immobile for 2 months, wants to give up on life and severe pain ever since/extreme pain, crying all day long and horrible reaction to synvisc while using the medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection, dosage unknown via unknown route (with an unknown batch number) for unknown indication. The information on lot number was requested. Reporter stated that her mother has had a horrible reaction to synvisc on an unknown date. Since an unknown date in 2019, unknown latency after use of hylan g-f 20 and sodium hyaluronate, the patient had been immobile for 2 months and can't seem to get the synvisc out of her system. The patient's daughter thought her mother had three injections and her mother had been in such severe pain ever since and is immobile then. She stated that her mother was a fighter but now she was crying all day long because she was in pain and she wanted to give up on life. She stated that her mother was in extreme pain. They had tried everything and had been to multiple mds including an orthopedic doctor and a rheumatologist but could not figure out what to do and nothing was working. The event of immobile for 2 months was medically significant and caused disability. Final diagnosis was immobile for 2 months, horrible reaction to synvisc, crying all day long, severe pain ever since/extreme pain and she wants to give up on life. It was not reported if the patient received a corrective treatment for other events outcome- unknown for all events. A product technical complaint was initiated for synvisc (lot number unknown) on 21-jun-2019 with global ptc number 58941. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The investigation was completed on 21-jun-2019. Additional information was received on 21-jun-2019. Ptc results were received and processed. Global ptc number added.